Event description:
It was reported that lead monitor found low impedance warnings. Device is still in use. It was later reported the device was removed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): no anomalies found, however, the outer insulation had a cosmetic depression and environmental stress cracking, and there was blood/body fluid on all conductors (not obstructed); proximal segment returned and analyzed.

Event description:
It was reported that lead monitor found low impedance warnings. Device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.